Manufacturer narrative:
Foreign (report source): (B)(6). Related to MFR 3012307300-2019-03407 (two devices used on same patient).

Event description:
Information was received that after placing a smiths medical portex blue line ultra tracheostomy tube kit with inner cannulae in a patient, the valve became blocked during the patient's "coughing movement". Subsequently, it was reported the patient experienced oxygen desaturation as inflation of the device was not possible. It was also noted that the "user had to change the valve, but the issue was still present" and the incident occurred twice. No additional adverse patient effects were reported.